Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. The etiology of the peritonitis is unknown; therefore causality cannot be established. However, it is known patients undergoing peritoneal dialysis are high risk for infections of the peritoneum. Based on the information available there is no documentation or indication the liberty select cycler and/or liberty cycler set caused or contributed to the adverse event. Additionally, there is no allegation or evidence of a malfunction or of the machine failing to perform as expected in relation to this event(s). Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they were hospitalized for peritonitis (symptoms unknown). During follow-up, the pdrn stated the results of the patient¿s peritoneal effluent fluid cultures were unavailable. The pdrn reported the cause of the peritonitis is unknown, as are any details regarding medical intervention provided. The pdrn stated the discharge summary was unavailable, and declined providing any additional information.